Event description:
It was reported that the customer was experiencing high blood glucose. Customer blood glucose was 30 mmol/l. The insulin pump had pump error alarm. Customer stated that the insulin pump was able to clear the alarm and able to rewind. The insulin pump was shut down. The self test was passed. It was unknown whether the customer was using auto mode feature or not at the time of event. No further complications were reported. Troubleshooting was successfully performed. The product will be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. Customer returned insulin pump for alleged insulin pump error & blank display & high bgs and was found on 07 october 2022. Insulin pump passed the displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, active current measurement, and self-test. Insulin pump failed to pass the sleep current test due to high currents. No unexpected insulin pump error is noted during testing. P-cap was attached and locked in place properly. Insulin pump was successfully downloaded using thump for history files and traces. . The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insulin pump error occurred on october 07, 2022 01:38 am during event date in history file. Power loss alarm (10/07/2022 01:38 am) low battery alert (october 06, 2022 03:25 pm) replace battery (october 07, 2022 12:06 am) replace battery now (01:27 am) in history files and traces on event date and these was expected. Insulin pump was cut open to perform visual inspection and found evidence of moisture damage on the force sensor. The following were noted during visual inspection: scratched case, cracked case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, broken belt clip rails, keypad overlay texture damage. Swapped electrical board 1 with test electrical board 1 and function properly. Insulin pump error is not confirmed. Blank display is not confirmed. Unable to confirm high bgs during testing. Unexpected battery power loss is confirmed and isolated to electrical board1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.